Manufacturer narrative:
Additional information was received from the initial reporter indicating oozing from the groin saturated the dressing , as the patient was moving around.

Manufacturer narrative:
A6 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Impella cp was inserted via the femoral artery in a 52 year old male patient for ami/cgs. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. Post insertion there was an access site ooze that saturated the dressing. Heparin was stopped and the site was redressed to resolve the bleed. The patient remained on support for approximately six days. During that time the device functioned within expected flow ranges p-8 3.5l/min p-6 2.9 l/min. The device was explanted and there were no other documented concerns.

Manufacturer narrative:
It has been determined that this report is a duplicate of MFR 1220648-2026-01385. The investigation conclusion will be reported in MFR 1220648-2026-01385 and no further information will be reported on MFR.